Event description:
It was reported that the right ventricular (rv) lead was fractured and caused multiple inappropriate socks. It was also noted that the right atrial (ra) lead had no capture. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.